Event description:
It was reported that during a robotic laparoscopic pyeloplasty, that all screens were flickering due to a faulty endoscope. This recurred several times during the procedure. The endoscope will be returned and replaced. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: investigation of the optics revealed a cable break, which causes interference in the image display. Furthermore, mechanical damage in the form of scratches on the handle and shaft can be seen. The customer's statement that "all screens flickered due to a defective endoscope" can be confirmed. The flickering described by the customer can have several electrical causes and may possibly be attributed to the detected cable break in the connection cable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).